Event description:
It was reported that an alert for right ventricular automatic threshold was greater than programmed amplitude or suspended was observed for this right ventricular (rv) lead. The rv thresholds had increased in the past couple weeks. Noise was observed in which this patients intrinsic rhythm was coming through on. The presenting electrogram (egm) showed questionable capture on some beats. Technical services (ts) reviewed and questioned if atrial fibrillation (af) was conducting more rapidly. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that an alert for right ventricular automatic threshold was greater than programmed amplitude or suspended was observed for this right ventricular (rv) lead. The rv thresholds had increased in the past couple weeks. Noise was observed in which this patients intrinsic rhythm was coming through on. The presenting electrogram (egm) showed questionable capture on some beats. Technical services (ts) reviewed and questioned if atrial fibrillation (af) was conducting more rapidly. This rv lead remains in service. No adverse patient effects were reported.